Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the recorded pump basal history did not accurately reflect the active basal program. It was also reported that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings:a review of the pump basal history for the last two days of use revealed that the records matched the active basal setting. On the event date, the basal history indicated three 0 unit basal deliveries due to the pump not being primed and a suspension of delivery. During testing, the pump was exercised for 3 days on a 24 hour basal program and successfully delivered the programmed amount. The complaint was not duplicated, and no defect was found.